Manufacturer narrative:
The product has not been returned for analysis. A review of the design history did not reveal any design or material changes, the last design change occurred during 2011. This investigation is ongoing. (B)(4). The exact conditions of this incident are unknown. It was reported that the vests are ripping when patients pull, strive to get out of bed, etc. Some patients are physically strong. The instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU, before use, check device for damage. Discard device if you have any questions about patient safety. Also, do not use on a patient who is or becomes highly aggressive, combative or suicidal. The posey sleeved jacket is intended for use with patients that are at risk for falls or those requiring a restraint to assist with medical treatment. The device is not intended for use with patients that are or may become highly aggressive, combative, agitated, or suicidal. Without the return of the device, the reported issue could not be confirmed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed monthly by management. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Reference #(B)(4).

Event description:
Customer reported via email they are having issues with our vests. The vests are ripping when patients pull, strive to get out of bed, etc. Some patients are physically strong, however this did not seem to occur frequently with the old style vest.

Manufacturer narrative:
H3 evaluation summary: evaluation of the returned product found that the vest/fabric material has been ripped in the middle about 5 inches long from the top/collar. Additionally, the visual findings reveal broken stitches on the blue bias and brown substance (smudges) found on the fabric material and straps. The customer reported that some of their patients are physically strong implying that the returned product may have been applied on an aggressive or a combative patient which is not recommend per the IFU. Possible root cause for this deficiency is that the vest was pulled excessively on opposite directions causing the vest to come apart. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The instructions for use state do not use on a patient who is or becomes highly aggressive, combative, agitated, or suicidal. Always inspect before each use check for broken stitches or parts torn, cut or frayed material or locks, buckles, or hook-and-loop fasteners that do not hold securely. Do not use soiled or damaged products. Doing so may result in serious injury or death. Based on the information from the evaluation, there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Supplemental medwatch being sent for additional information.